Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 16-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient's representative reported that the patient was implanted in (B)(6) 2024 and was in the hospital for 5 days after implant because there were complications at implant. Two days after implant, the doctors did an MRI due to the complications and the hospital felt that the surgeon had nicked the spinal column at implant and because of that the patient had pain in the bottom of their feet, could hardly walk, and had swelling in their legs and feet due to spinal damage at time of implant. Per the reporter, the MRI ¿showed that the incision was too high or too low on the spinal column which caused pain in the feet.¿ the reporter also stated that the patient ¿was told they could not do an MRI at the time of implant because they thought the pump would interfere with it and they had to find an expert to come in and they used a different table to do the MRI.¿ per the reporter, they were looking for a new doctor to manage the patient¿s pump but everyone they found, after they find out what is going on and because the patient is already implanted, won¿t take them. The reporter stated that the hospital thinks the patient is getting too much ¿of the numbing medication.¿ the reporter requested and was sent physician listings.